Manufacturer narrative:
Device evaluation: a review of the device noted a broken device assessed as surgical impact opening. The shell thickness was within specification. A missing piece of the shell was assessed as inconclusive. Additional observations noted stress marks.

Event description:
Patient reported right side rupture confirmed with a mammogram and "both flat on top and sag". Additional report of lost weight, deemed not device related. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture confirmed with a mammogram and "both flat on top and sag". Additional report of lost weight, deemed not device related. The device remains implanted.